Event description:
Resident reached over the left side of her wheelchair legrest/foot pedal to pick something up off the floor. When she brought her arm back up to normal height, she discovered a laceration on her left forearm. It was found to be approximately 6 cm long with adipose tissue exposed. Upon evaluating possible cause it was found that her wheelchair legrest had a sharp plastic edge to it as well as an end to a nut/screw was found to be sharp. These were filed so not sharp. Exact cause of injury undetermined.